Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. To prime the infusion set a priming amount of 25 iu is necessary. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the infusion device does not deliver insulin properly. Patient stated her blood glucose level went up to 30 mmol/l (540 mg/dl) and hi on her glucose monitoring device. Patient's target blood glucose level is 7 mmol/l (126 mg/dl). Patient reported she felt ill and ultimately brought her blood glucose level down with an insulin pen. Patient stated the infusion device did not display an error when this occurred. Patient disconnected the tubing from the infusion set and primed; no insulin came out until it reached 5 units of the prime. Patient reported this has occurred 3 times in the past 2 months. Patient stated she is convinced the infusion device is the cause of this issue. Patient reported her blood glucose level is back to target range. On follow up call on (B)(6) 2013 patient reported she still believes the infusion device is faulty. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.